Manufacturer narrative:
The customer reported that their central nurse's station (cns) is alarming false asystole for one patient. The customer also reported that their transmitter is showing an hr of 0, although they are able to see a good waveform. Nk ts is suspecting that this issue is caused by a bad lead.

Event description:
The customer reported that their central nurse's station (cns) is alarming false asystole for one patient.